Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash all over her back. She reported having a metal allergy. The patient's physician recommended removing the device due to the rash. During a follow-up, it was reported that the patient's irritation improved after removing the device.